Event description:
A report was received from FDA's medical products reporting program that a female pt reported experiencing fungal keratitis while using renu multiplus multi-purpose solution. The pt stated that her symptoms of sensitivity to light, discharge and extruciating pain were consistent with the condition. The pt did not seek medical treatment due to lack of insurance, but self-treated her condition with coloidal silver and discontinued contact lens wear for a short time due to the pain. At her annual eye exam, the pt was informed that she had some permanent scarring/damage on the eye (eye unspecified). The pt also stated "this is not the first time [she] have gotten this." Reference# mw1038675.